Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11562. It was reported that catheter entrapment occurred. Vascular access was obtained via the right side. The 72% stenosed, 21mm in length, 40mm in diameter, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). The lesion contained a <=45 degrees bend. After a pt2 guide wire was crossed the lesion, pre-dilatation was performed with a maverick balloon catheter, leaving 41% residual stenosis in the lesion. Then a 24x4.00 rebel stent was advanced to the lesion but the device was difficult to advance. When the device was removed, it was noted that the guide wire and the stent were all retrieved together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel catheter with stent. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was stent damage. The stent was bent, flared, and overlapping. The stent was off the balloon and sliding freely on the shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11562 it was reported that catheter entrapment occurred. Vascular access was obtained via the right side. The 72% stenosed, 21mm in length, 40mm in diameter, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). The lesion contained a <=45 degrees bend. After a pt2 guide wire was crossed the lesion, pre-dilatation was performed with a maverick balloon catheter, leaving 41% residual stenosis in the lesion. Then a 24x4.00 rebel stent was advanced to the lesion but the device was difficult to advance. When the device was removed, it was noted that the guide wire and the stent were all retrieved together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.